Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist instructions for use for the related event are as follows: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella had a few high purge pressure alarms due to kinks in the line. The kinks straightened out on their own. The patient also had a possible infection. The actions that were taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.